Event description:
The reporter stated that the surgeon was inserting a 21.0 diopter aspheric collamer lens using a foam tip plunger and the lens flipped upon insertion and a haptic became bent. The surgeon was able to turn the lens over in the eye and there was no permanent damage to the lens or haptic, so the surgeon decided to leave the lens in the eye. There was no patient injury.

Manufacturer narrative:
A lot number search was performed for the cartridge, injector, foam tip plunger and lens for similar complaints within the search and therr were two similar complaints found for the cartridge, one similar complaint for the injector, no similar complaints for the foam tip plunger and five similar complaints for the lens of which all were used with a different injection system.